Event description:
The patient's condition warranted the use of nitric oxide. When ino was placed in line, a "service failure" warning appeared and the equipment did not function. The ventilator circuit was broken to again to take ino out of line while a second ino machine was obtained. This delayed patient care by several minutes on a critically ill patient.